Event description:
Received information regarding multiple cartridge alarm 19 during the load process. Customer's blood glucose level was 300 mg/dl prior to the cartridge alarm 19; however, the customer stated they are on vacation and has eaten more than usual. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.